Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed and the bottom case was cracked. Review of the event history log showed occurrences of "primary audible alarm post" and "acu watchdog" alarm messages. Functional testing included running the pump through the power up process and the reported issue was duplicated. The investigation determined that speaker not operating as intended was the cause of the reported issue. The speaker was replaced to correct the issue. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump exhibited a acu watchdog failure alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.